Event description:
A surgeon reports that during intraocular lens (iol) implant surgery, the incision had to be enlarged to accommodate removal of the lens after an oily substance was observed on the lens. Two months following the surgery, the surgeon reports that the pt developed iritis. In a follow-up with the surgeon, the pt outcome was reported as "excellent."

Manufacturer narrative:
The original complaint was not confirmed. One haptic was broken/torn in the gusset area. The remaining haptic was bent in the gusset and distal area. The optic portion was adhered to the posterior surface of the remaining optic portion; the remaining optic edge was torn/split. One optic portion was scratched and scuffed. While we are unable to determine the origin of the lens damage, the observations documented in this evaluation reasonably suggest that it is not mfg related. Due to the condition of the returned sample, we are unable to confirm the damage was present on the lens surface when opened. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot. This report was mailed to the FDA on: 11/29/2007. Add'l info was requested and received.